Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue and subsequently made a use error which resulted in the patient experiencing peritonitis coincident with peritoneal dialysis (pd) therapy. The connection issue and the use error were further described as the patient's pd transfer set came loose from the patient's titanium adapter and the patient reconnected. Subsequently, the patient experienced peritonitis. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment for the peritonitis for a total of 14 days with ancef and cefazolin (routes, doses and frequencies were not reported). No further information was provided regarding the outcome of the peritonitis event. At the time of this report, pd therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.